Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint.the device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that the pump was beeping during the night (approximately 3:30am). When waking up the patient was lying on the tubing/bag. They reset and went back to sleep without looking at the pump or tubing.  When they came to the clinic the pump read infusion complete. They discovered that there had been a leak when opening the bag to remove the pump. It appeared that the leak occurred where the tubing was attached to the cassette. They believe that it somehow loosened the connection between the two when they lie on it there was patient involvement and no patient harm/adverse event